Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and stated that they believed the lead exhibited loc. Additionally, the impedance dropped post implant, as well. The impedance remained within range. The health care professional (hcp) brought in the patient. The rv lead was explanted and returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and stated that they believed the lead exhibited loc. Additionally, the impedance dropped post implant, as well. The impedance remained within range. The health care professional (hcp) brought in the patient. The rv lead was explanted and returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and stated that they believed the lead exhibited loc. Additionally, the impedance dropped post implant, as well. The impedance remained within range. The health care professional (hcp) brought in the patient. The rv lead was explanted and returned for analysis. No additional adverse patient effects were reported.